Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2017, a 19 mm trifecta¿ gt valve was implanted in a patient with a medical history as a ex-smoker with haemochromatosis. On (B)(6) 2021, the patient presented to the clinic with progressive aortic stenosis (as) and aortic regurgitation (ar). The patient underwent a device replacement procedure and during explant all 3 leaflets were found to be calcified and virtually immobile, no leaflet tears were observed. A 19 mm sjm regent heart valve w/flex cuff was implanted to resolve the event. The operation went well, but as the patient is an ex-smoker they are currently intubated in ICU due derecruitment of her lungs.

Manufacturer narrative:
Explant was reported due to stenosis and regurgitation. The calcification seen at explant was confirmed. The investigation found all three leaflets contained calcifications. Leaflet 3 was torn and calcifications were associated with the tear. A tear/incision with missing tissue was present in leaflet 1. There was fibrous pannus ingrowth on the inflow surface of leaflets 2 and 3 and on the outflow surface on leaflet 2. There was detached fungal hyphae in leaflets 2 and 3 without inflammation, which was consistent with contamination. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The calcifications noted could have contributed to the reported stenosis.